Manufacturer narrative:
Additional medwatch information received.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported tpn was leaking at the filter after 72 hrs. In use with no visible cracks noted. There was no report of patient harm .prior to infusion the priming technique is by gravity per rn.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states:"total parenteral nutrition (tpn) and lipids were leaking from IV filter tube. Clinical nurse specialist (cns) decided to change tubing from filter to the bag and clear fluids that were hung." Although no harm was reported, "other serious (important medical events)" was selected in the medsun report.